Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), salpingitis ('one fallopian tube with chronic inflammation/second fallopian tube with chronic and focal mild acute inflammation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, vaginal bleeding, menorrhagia, syncope, microcytic anemia, dvt, gerd, uterine fibroids, chest pain, uterine leiomyoma, blurry vision, anemia, shortness of breath, uterine fibroids and pulmonary embolism. Family history included breast cancer, iron deficiency anaemia secondary to blood loss (chronic), deep vein thrombosis and clotting disorder (mother). Concomitant products included ferrous sulfate from (B)(6)2017 to (B)(6)2017, medroxyprogesterone acetate (depo-provera) from (B)(6)2017 to (B)(6)2017, paracetamol (acetaminophen) since 2011 and rivaroxaban from (B)(6)2017 to (B)(6)2017. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury/ psychological or psychiatric problems ¿ anxiety/ mental anguish"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), iron deficiency anaemia ("anemia"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety/mental anguish"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, iron deficiency anaemia and headache had resolved and the salpingitis, psychological trauma, vaginal haemorrhage, depression, dysmenorrhoea and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded.. Pathology test - on (B)(6)2017: uterus, fallopian tubes multiple leiomyomas and portions of leiomyomas, some show areas of hyalinization, larges of which shows area of edema, another of which is virtually totally infarcted and shows diffuse hyaline necrosis. Benign weakly proliferative endometrium with ciliated and eosinophilic epithelial metaplasia, hemorrhages and focal superimposed breakdown and associated changes uterine serosal adhesions. Cervix with partial mucosal erosion /surface epithelial defect, chronic and mild acute inflammation, endocervical nabothian cysts. One fallopian tube (laterality uncertain) (as written) with chronic inflammation, scan benign. Specialized mullerian -ovarian like ¿ stroma at fimbriated end, focal endosalpingiosis, lymphovascular ectasia, thermal /cautery artifacts and adherent adipose tissue second fallopian tube (laterality uncertain) (as written) with chronic and focal mild acute. Inflammation, vascular ectasia, focal endosalpingiosis and adherent adipose tissue.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: reporter, historical condition, medical history, family history, patient demographics and concomitant drugs were added. Added events abnormal bleeding (vaginal), depression, dysmenorrhea (cramping). Updated event menorrhagia, psychological trauma. Updated onset date of events abdominal pain, pelvic pain, psychological trauma. As per mr-one fallopian tube with chronic inflammation/second fallopian tube with chronic and focal mild acute inflammation were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/pelvic area') and salpingitis ('one fallopian tube with chronic inflammation/second fallopian tube with chronic and focal mild acute inflammation') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, vaginal bleeding, menorrhagia, syncope, microcytic anemia, dvt, gerd, uterine fibroids, chest pain, uterine leiomyoma, blurry vision, anemia, shortness of breath, uterine fibroids and pulmonary embolism (hcc). Concurrent conditions included overweight. Family history included breast cancer, iron deficiency anaemia secondary to blood loss (chronic), deep vein thrombosis and clotting disorder (mother). Concomitant products included ferrous sulfate since (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from (B)(6) 2017 to (B)(6) 2017, paracetamol (acetaminophen) since 2011 and rivaroxaban (xarelto) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury/ psychological or psychiatric problems ¿ anxiety/ mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety/mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), iron deficiency anaemia ("anemia") and headache ("headaches"). The patient was treated with rivaroxaban and surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, iron deficiency anaemia, headache, vaginal haemorrhage and dysmenorrhoea had resolved and the salpingitis, psychological trauma, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2017: uterus, fallopian tubes - multiple leiomyomas and portions of leiomyomas, some show areas of hyalinization, larges of which shows area of edema, another of which is virtually totally infarcted and shows diffuse hyaline necrosis -benign weakly proliferative endometrium with ciliated and eosinophilic epithelial metaplasia, hemorrhages and focal superimposed breakdown and associated changes -uterine serosal adhesions -cervix with partial mucosal erosion /surface epithelial defect, chronic and mild acute inflammation, endocervical nabothian cysts. - one fallopian tube (laterality uncertain) (as written) with chronic inflammation, scan benign specialized mullerian -ovarian like ¿ stroma at fimbriated end, focal endosalpingiosis, lymphovascular ectasia, thermal /cautery artifacts and adherent adipose tissue - second fallopian tube (laterality uncertain) (as written) with chronic and focal mild acute inflammation, vascular ectasia, focal endosalpingiosis and adherent adipose tissue. Menorrhagia, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Vaginal bleeding (abnormal bleeding) and dysmenorrhea outcome updated to recovered/resolved. Event of genital haemorrhage downgraded to non-serious. On 8-jun-2020: pfs received. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, anaemia and headache had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, headache, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Case became incident. Events added from pfs- abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, psych injury, headaches. Outcome of event pelvic pain were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.